Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was not satisfied with the implantable pulse generator (ipg) battery longevity information display. The device was replaced due to end of service (eos). No patient complications have been reported as a result of this event.